Event description:
Patient presented to the physician with pain in the right arm. Physician examined the chest area and found that the ipg had migrated from the original location. Physician brought the patient into the or and observed that one of the sutures was missing. Physician re-sutured the ipg and closed. This resolved the issue.